Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device needs recalibrated to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step and the device was recalibrated to address the issue. The device was not in patient use. Additional information received indicates the device failed testing due to an issue related to the blower motor. The device's blower motor was replaced to address the issue.